Manufacturer narrative:
The sample was received and evaluated. A visual inspection with the naked eye noted the uv spike was separated from the main body with the original cap on during the removal of the disconnect cap by hand. There was evidence of solvent on the insert chip and the main body. The cause of the broken solvent bond could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned uv flash transfer set with the original cap on, a baxter technician determined that the uv spike was separated from the main body. This was observed during the removal of the disconnect cap by hand. There was no patient involvement. No additional information is available.